Event description:
Pt received impella 5.5 in operating room. At the conclusion of the operation, it was noted that there was bleeding at the interface of the cable and the red plug. Due to concern about damage to the inner mechanics of the pump, the device was replaced. Rep notified. Suspected to be a manufacturer defect. Extended surgery time by over an hour.